Event description:
The tech stated the brakes were not holding. No pt injury reported.

Manufacturer narrative:
The tech found the brakes are worn and the supports are broken. The tech replaced the brake caster, brake steer caster, and supports to resolve the issue. Based on this info, no further action is required.